Event description:
The customer reported to olympus that during preparation for use, the high-definition lcd monitor had a damaged digital visual interface (dvi) input port. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the printed circuit board had failed. This report is to capture the reportable malfunction of the defective printed circuit board noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue of the front panel screen having scratches and damage was identified during the device evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to damage to the printed circuit (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The quality of the images was less than standard due to the green lights seen when plugged in. The customer continues to care for the urology patients with the olympus tower. The customer started a new trial for a flexible ureteroscope and was not able to start the trial for several months while waiting for the screen to be sent for repair after retrieving a loaner.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).